Manufacturer narrative:
Report date: 23aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. When this information becomes available, a follow-up report will be submitted.

Event description:
The customer reported that when you first switch the unit on, it gives a "proximal pressure sensor autozero failed" error. Patient involvement information is unknown but has been requested. There was no report of patient harm. The field service engineer (fse) duplicated and confirmed the failure. They tried cleaning solenoid contacts, as per manual, but the fault persisted. The field service engineer (fse) replaced the data acquisition board to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
B4:24sep2021 the issue was observed during performance verification testing. The device was not in use on a patient. The issue found is prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not a reportable event.